Event description:
The customer reported to olympus that the image did not display on the monitor from the video processor. The issue was found during general routine inspection. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the (digital visual interface output) image was not displaying due to faulty main board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that digital visual interface output image is not coming was due to main board failure. Olympus will continue to monitor field performance for this device.